Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00618. A visual inspection of the incident device found the jaws were not stuck shut but found tissue in-between the jaws. When the incident device latched closed, the jaws aligned properly to each other. The device opened and closed normally with minimal force. The ratchet was not stuck and opened and locked normally. See scanned page.

Event description:
The customer reported that after application. The jaws would no longer open. The device was pulled from tissue with a small amount of bleeding. There was no patient injury.